Event description:
Nurses on two different shifts attempted to insert the feeding tube into an intubated pt four times on monday 3/3/97. Incorrect placement was confirmed by x-ray on each of the four attempts. The stylet was never removed. On tuesday 3/4/97, nurses again attempted placement. During the two attempts they used a feeding tube with stylet. They chilled the tube for greater rigidity. First tube was inserted and they were unable to reposition as indicated by x-ray; the tube was removed. New tube was inserted, position on x-ray showed tube curled up into right upper lobe of lung. The pneumothorax was confirmed by x-ray. The pt was treated using a cdu and is fine.